Event description:
The 3rd party biomedical technician reported the ventilator had no ac power when plugged into ac. The customer reported the unit was not in use on a patient, therefore there was no patient harm or involvement. The biomedical technician replaced the power supply to address the finding. The power supply was returned to the ventilator manufacturer for analysis. Analysis of the power supply revealed a malfunction that may result in the unit shutting down during operation with an active backup alarm when ac power is restored.